Event description:
Related manufacturing report number: 2017865-2022-16316. It was reported that a patient presented to clinic for follow up. Device interrogation revealed high capture thresholds and failure to capture on the right ventricular (rv) lead. On (B)(6) 2022, x-ray was performed and revealed rv lead dislodgement. The physician elected to explant and replace the rv lead. It was also noted that the implantable cardioverter defibrillator (ICD) set screw would not screw in place; the physician replaced the set screw and completed the procedure. The patient condition was stable.

Manufacturer narrative:
Correction: d6a - date of implant should have been (B)(6) 2022 rather than (B)(6) 2020.